Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Mitral regurgitation (mr) in bioprosthetic heart valves occurs when the valve does not close properly in systolic phase, which results in retrograde flow of blood into the left atrium. The type and cause of regurgitation varies depending upon multiple factors. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing leaks by providing more efficient hemodynamics and longer tissue durability. Based on the information received the cause cannot be conclusively determined; however, patient factors likely contributed to the event. Trends will continue to be monitored through the use of edwards quality systems and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned a patient with a 29 mm mitral valve implanted for 10 years, four months, underwent transcatheter valve-in-valve intervention in mitral position due to regurgitation and stenosis. A 29 mm transcatheter valve was implanted inside the failing 29 mm valve. The patient was reported to be good in stable condition.

Event description:
Edwards received additional information that this surgical valve was failing due to mitral stenosis (mean gradient = 11mmhg). Post-deployment tee revealed no mitral stenosis or regurgitation. There were no complications and the patient was transferred to the cv recovery unit.